Event description:
Related manufacturer reference number: 2017865-2023-73095 it was reported the patient presented for implant procedure. During surgery, the delivery catheter attempted to release the leadless pacemaker (lp) but would not separate. While discussing next steps, the delivery catheter released the lp. Observation after removal found the delivery catheter had a blood clot in the docking cap and beads were missing from the tethers. The patient was in stable condition.